Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during the implant procedure, the doctor tried to reconnect the ventricular lead into the header, it was not possible. The physician tried several times to put the screw in place, but was not able. Finally the doctor had to use a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.